Event description:
Shortly after starting to polish the posterior capsule the doctor noticed a torn edge of capsule. The capsule was intact prior to engaging the capsule for polishing. The doctor noted the metal tube internal to the ia tip has its distal end very close to the end of the silicone nozzle. The doctor suspect capsule deforms into the silicone nozzle and interacts to the metal tube end which may have an irregularity which then tore the capsule. Due to the torn capsule and prolapsed vitreous an anterior vitrectomy was required. The planned single piece acrylic iol was changed to a 3-piece lens with haptics placed in the sulcus and optic captured in the capsulorhexis.

Manufacturer narrative:
The patient was reported as doing well 1 week post-op with vision uncorrected at 20/30 distance and he achieves 20/20 with a mild myopic correction the device was discarded and therefore not returned for evaluation.